Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The returned cables were used throughout functional testing. No pads were returned and could not be evaluated. The device is working as intended. The device was recertified and returned to the customer. Review of the device activity logs observed multiple check pads, poor pad contact, and pd core warning 247 messages. Check pads, poor pad contact, and pd core warning 247 are expected advisories if the device detects an invalid patient impedance. There are several circumstances outside a device malfunction that can result in these user advisories. No errors or fault codes were identified in the log review. No clinical file from the event was returned. No trend is associated with reports of this type.